Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of saline. The customer contact reported that during priming, prior to patient use, the tubing separated from the outlet port of the cassette of the tubing set. Though requested, no additional information was provided; including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.